Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The lens tore coming out the injector. There was no pt contact. The reporter stated the lens was damaged due to loading error.

Manufacturer narrative:
(B)(4): eval results - (other): visual inspection of the returned product found a piece of haptic torn off and missing. There was evidence of clear surgical residue. (B)(4).